Event description:
The cylinders and pump were removed from the pt and replaced due to fluid loss - left cylinder and "tubing from pump to reservoir showing wear, thread showing no evidence of leak yet."